Event description:
Device malfunction: difficult to insert, distal guide detachment. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily calcified and scarred common femoral artery after an unspecified procedure. Reportedly, resistance was felt during insertion into the patient anatomy and the distal guide detached. The detached distal guide was surgically removed and the vessel was sutured to achieve hemostasis. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Excessive force, the proglide instructions for use (IFU) state, "excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair." Additionally, "special patient populations, the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site." - labeled. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any finding relevant to this report.